Event description:
It was reported that the 0-deg endoscope plus instrument left eye did not work. The endoscope was not used. The procedure was converted to another da vinci system.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis did not replicate or confirm the report of the left eye not working. The 0-deg endoscope plus was analyzed and was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was further visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found to be cracked. The endoscope was also found to have damage to the button pack assembly. Visual inspection confirmed a hairline crack on the lamp button exhibiting damage of the button pack assembly. In addition, a camera instrument adapter defect was noted. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to the friction. The endoscope cable integrated connector was tested by slightly shaking the connector and a rattling noise was identified within the connector. The connector was disassembled, and a latch of loose paddleboard was found within the connector.

Event description:
Refer to h11 for follow-up information.